Event description:
The patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs spoke with the patient on 7/18/05. The patient noticed a decimal point in the meter reading about a week ago. She said she did not remember changinhg the meter units of measurement prior to noticing the decimal point. She attempted to go into the meter settings and "see if she could clear it (decimal point)" but she didn't realize it meant the meter was reading in the incorrect units of measurements. She said she wasn't able to "clear the decimal point." She continued taking her usual fixed dose of medication: 70/30 insulin- 70 units in the am and 34 units at night with fortamet 1000 mg daily. At time of concern obtained an am meter result of " about 13.7", which she interpreted to be 137 mg/dl. Shea had a headache, but no other symptoms. She did not take her am insulin and oral medication before going to the doctor for a regularly scheduled appointment at 10:00 am. She thought that her am blood glucose level had been normal and knew that the doctor would test it again. A result of 366 mg/dl was obtained on the doctor's meter. She was given no immediate treatment and was advised to take her usual diabetes medication, when she returned home. Her sister advised her to call lifescan. The customer care representative ( ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been in the correct units of measurement. The complaint is classified as a product malfunction, as the patient did not recall changing the units of measurements in the meter settings. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.